Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken wherein the leads were seated back further into the ipg. Impedances cleared, therapy restored.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that diagnostics revealed low impedances due to possible lead pull out. As a result, surgical intervention may be undertaken to address the issue.